Event description:
It was reported that an alert posted to the latitude website for this pacemaker device exhibiting high, out of range pacing impedance (great than 3,000 ohms) on the right atrial (ra) channel, and a lead safety switch. A technical service (ts) consultant was contacted to review device data. Ts provided recommendations for the physician to bring the patient in for a office visit for programming options. The ra lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported that an alert posted to the latitude website for this pacemaker device exhibiting high, out of range pacing impedance (great than 3,000 ohms) on the right atrial (ra) channel, and a lead safety switch. A technical service (ts) consultant was contacted to review device data. Ts provided recommendations for the physician to bring the patient in for a office visit for programming options. The ra lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.